Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon evaluation, the monitor delivered zero energy pulses during the detect and treat testing cycle. The cause of the failure was isolated to defective components u10054 and u1005 on the monitor board pca. The root cause for the defective components could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
During an investigation of a monitor for an unrelated issue, a reportable malfunction was found. The monitor failed incoming testing.